Event description:
It was reported that the patient was experiencing pain in the right hip and lower back despite recent pain injections. No further information could be obtained despite good faith efforts.